Event description:
On (B)(6) 2020, shock impedance was greater than 150 ohms. Except for the shock impedance abnormal rate, other parameters such as threshold was normal, and iegm did not show noise. The lead was capped and replaced.

Manufacturer narrative:
The available data was analyzed showing the reported increased shock impedance to greater than 150 ohms. Furthermore the iegm freezes demonstrated artifacts on the farfield channel. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary to determine the root cause. The file will be updated in case of further information or the device itself will be returned.